Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in set), which occurred on the home choice (hc) device during use (unknown cycle). The home patient (hp) stated that the cap got disconnected from the connection, they cycled power off and on, got se 2367, cycled power again and the se did not repeat. The hc was at "press go to start". The baxter technical service representative documented during troubleshooting that the patient line became separated from the transfer set. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance(ps) spoke with the home patient (hp) regarding the reported issue and sample availability. The hp stated it happened at night while she was sleeping (unknown cycle). The hp stated that the minicap on the transfer set got disconnected from the transfer set due to her error causing the alarm. The hp stated that she had been using the transfer set for while did not remember how long. The hp ended therapy and informed the nurse the next day. The hp stated that there were no visible damages or issues with the minicap or transfer set at that time. The hp discarded the used supplies. The hp did not have lot number. On (B)(6) 2012, product surveillance spoke with the nurse regarding the clarification on hp reporting a minicap disconnection from transfer set which the hp stated was the cause of the se 2240 alarm. The nurse stated that the hp must be confusing two separate events. The nurse was not aware of se 2240 alarm as the hp did not mention it to them. No further information available in reference to the se 2240 alarm.

Manufacturer narrative:
(B)(4). The exact device is unknown. A 510k number cannot be provided. Since the lot number is unknown, a batch review will not be performed. The reported issue of se 2240 alarm was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the potential use error mentioned by the patient.